Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's insulin pump. The mother states the device is prompting no delivery alarms. The customer's blood glucose level at the time of incident was 467mg/dl. The customer tried to resume pump, but it would not resume. Troubleshoot was conducted. The mother declined to troubleshoot for the high levels and states they know how to treat. The mother states they will call back if issues persist. The customer was advised to conduct set change.